Manufacturer narrative:
(B)(4). The peritonitis event occurred on an unspecified date ¿about the end of (B)(6) 2015¿. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was reported the patient was hospitalized for the event the same month as receipt of this report. It was reported that the patient was receiving "hospitalization therapy" due to peritonitis (no further information regarding treatment). At the time of this report the patient was recovering from this peritonitis event. Extraneal and physioneal therapies were ongoing. Additional information was unable to be obtained.